Manufacturer narrative:
The distal segment of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. There was noted double counting of r and t wave, especially when moving left arm. Noise was replicated with left arm isometric exercises. Electrogram observed cross talk where the rv lead was picking up atrial pace and then also sensed the ventricular depolarization. It was also noted that the right atrial (ra) lead exhibited possible undersensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.